Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer went to emergency room on (B)(6) 2017 due to a bad site. The caller stated the customer had two bad sites previously. It was also reported the customer had high blood glucose and ketones prior to emergency room visit. The customer was treated with a bag of fluids and a site change. The caller also reported the customer's blood glucose was 479 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.